Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) due to an extended charge time. The device was explanted and a request for the return of the device was made. No adverse patient effects were reported.

Event description:
The device was returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.